Manufacturer narrative:
On 2/19/2019 - we have requested from the consumer the device to be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2019 - the consumer claims that the product had caught fire and received a burn on the back of her neck. Medical attention was received.